Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The surgeon used a gold awl for hole preparation. Upon insertion of anchor, axial alignment may have been compromised due to portal placement. When surgeon inserted anchor in the hole with mallet, the anchor bent off at the distal tip of the inserter. The surgeon removed the anchor with a grasper. No patient injury or other complications were reported.